Manufacturer narrative:
The patient reported a dialysate leak from the cartridge leading to a termination of a hemodialysis session. The patient failed to rinseback their blood as instructed in the user's guide leading to a reported blood loss of 190cc per the FDA blood loss policy. No patient injury occurred. The cartridge was disposed of by the operator and not returned to nxstage for evaluation. The exact cause of the reported dialysate leak therefore could not be determined. Investigation of similar reports from this cartridge lot concluded that the dialysate leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. The user's guide alerts operators of the potential for leaks and instructs operators of the need to observe for leaks. System labeling further instructs user to terminate treatment and rinseback blood if a leak occurs. A blood loss should not occur if device labeling is followed. Facility staff has been notified of the event and provided additional training to the operator. Nxstage medical considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A cartridge fluid leak occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.